Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), the physician used a cook tracer metro direct wire guide. During movement of the wire guide in the duct, the physician felt resistance. When the wire guide was removed from the endoscope, the physician observed the hydrophilic coating at the distal tip had separated but not fully detached from the wire guide. Another wire guide was used to complete the procedure. A foreign object did not have to be retrieved from the pt. No add'l medical procedures were required due to this occurrence. The pt did not experience any adverse effects due to this observation.

Manufacturer narrative:
Eval: a product eval was not performed in response to this report because the product said to be involved was not provided to cook for eval. The report could not be confirmed. A review of the device history record and sample test from this lot could not be conducted because the lot number was not provided. After a review of the account ordering and shipping history, the lot number involved could not be determined. A review of the 12 month complaint history for this product family was conducted. Based on this review, the likelihood of this type of report is rare. Conclusions: the intended use listed in the instructions for use indicates this device is used to assist in cannulation of the biliary and pancreatic ducts and to aid in bridging difficult strictures during endoscopic retrograde cholangiopancreatography (ercp). If the wire guide received excessive pressure in response to resistance due to a severe stricture, this could have contributed to separation of the wire guide coating tip. The instructions advise the user that the wire guide should be kept wet for best results. The instructions for use describe the appropriate flushing techniques for use of this coated wire guide. These techniques described include flushing the wire guide holder with 30 cc of sterile water prior to removing the wire guide from the holder, flushing the endoscopic accessory channel and/or lumen of accessory device with sterile water before wire guide insertion. If these flushing techniques are not followed or inadequate flushing occurs, this can contribute to wire guide coating separation. If the endoscope or accessory device used with this device contains a burr, this could contribute to wire guide coating separation. Prior to distribution, all tracer metro direct wire guides are subjected to a visual inspection to ensure device integrity. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. Although the lot number was unable to be determined, we can confirm that this product was manufactured prior to implementation of this corrective action based on the date this report was provided. The likelihood of this type of occurrence is rare. Customer qa will continue to monitor for complaint trends.